Manufacturer narrative:
This report is for an unknown screws: matrixmidface/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of the device due to granulation and potential infection. The patient originally implanted with trumatch orthognathic full bimaxillary on (B)(6) 2018. It is unknown if there was a surgical delay. It is unknown if the patient had debridement and malunion. Patient status is unknown. This complaint involves one (1) device. This report is for one (1) unk - screws: matrixmidface. This report is 1 of 1 for (B)(4).